Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2017 device evaluation: the device has been returned and evaluated by product analysis on 09/01/2017 with the following findings: a review of the pump¿s black box data confirmed cs 064 motor error on0 (B)(6) 2017 occurred. During investigation, a cs 064 or 078 motor error was received when a load step function was performed. The pump was opened and there was evidence of moisture contamination inside of the pump including on the motor boost circuit and watchdog processor. The motor errors were found to be due to moisture contamination from case damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6)2017, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.